Event description:
Reporter alleged being allergic to the components in the multiclix testing device used with the glucose monitoring system and sought medical treatment. Reporter stated being severely allergic to sulfur and nickel and when using the device; within 1/2 hour her finger tips swell, feet tingle, and she has difficulty swallowing. Reporter indicated going to the doctor who advised her to treat with a medication not part of normal dosing. Reporter stated using the device successfully in the past however had switched from the softclix to the alleged multiclix. A request was made for the return of the suspect product and replacement product was sent.